Manufacturer narrative:
Per the clinic, the serial number of the medical device is (B)(6).

Event description:
Per the clinic, the patient experienced a retention issue with the device. Subsequently, the patient underwent a skin flap reduction surgery on (B)(6) 2025. Although initial improvement was reported, the patient later experienced yellow drainage at the implant site and developed a small fistula resulting in exposure of the receiver/stimulator. Subsequently, the patient was treated with antibiotics (specific date, duration and type not reported), however, the issue did not resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent skin flap reduction surgery on (B)(6) 2025 under general anesthesia. The patient subsequently developed a bacterial infection, which led to the exposure of receiver/stimulator. The patient was then administered with oral antibiotics (specific date and duration not reported).